Event description:
It was reported that when attempting to remove the k-wire after the screw had been placed, the tip of the k-wire broke off and was left in the screw.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation found the revolve k-wire fractured at the tip. It's possible contrib uting factors of the observed breakage could be variations in wire insertion angle, tap trajectory, and screw insertion trajectory. However, the exact cause of the reported issue cannot be determined. The following sections have been updated: b4,d4, e1, e3, g7, h2, h6, h10.